Event description:
During laparoscopic gastric bypass the surgeon was using the device for about an hour when the device stopped working; the instrument error code came up. No pt consequences reported.